Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 03/2021). Device pending return.

Event description:
It was reported that five months post catheter placement, the arterial hub of catheter allegedly developed a bubble like dilation with risk of rupture. It was further reported that the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one equistream d/l catheter was returned for evaluation and twelve electronic photos were provided for review. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter aneurysm as a bulging and material opacification with milky white color was observed on both the extension legs of the catheter near the bifurcation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4: (expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 months post catheter placement, the arterial hub of catheter allegedly developed a bubble like dilation with risk of rupture. It was further reported that the device was removed and replaced. There was no reported patient injury.